Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated upon turning it on. Based upon the functional test, the reported failure "device remains activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device remained activated. After using the vasoview hemopro to divide the first branch, it would not stop until it was unplugged. They wanted a few minutes, reconnected it, and it was still activated without using the toggle switch. A new kit was used to complete the procedure. Pt effects were reportedly unk. The product was returned.